Manufacturer narrative:
The device was returned to olympus for inspection. The reported event was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: probable causes such as damage of parts due to deterioration/ leakage/ some kind of physical stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection the subject device ud plate, universal cord and control unit noted to be sticky. There was no patient involvement.